Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient thought the implantable neurostimulator (ins) had shifted and moved because it hurts right at the ins implant site where she put her hand on the device and moved her leg up and down. The pain was in her butt, back and hip area. She had to walk with a limp because of the pain. She was trying to get her leg out of a car and could not turn her hip when she first noticed this pain. She could not think of any falls or trauma but did note that she had picked up her 20 lbs granddaughter at one point. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.